Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported problems during testing on tango optimo. The affected tango optimo added no coombs into the cavities. The reaction strength was qualified to be 2+ by the system on all three cells of the sscii control, hence the quality control was displayed as failed. In addition to the reported problem of coombs reagent not being added, the customer was not able to successfully launch the application pc and start the application software. A field service engineer found on site an external harddrive (switched-on) connected to the application pc. Removal of the harddisk corrected the problem of failed booting of the pc. A setup of a new database by the field service engineer corrected the problem of coombs not being added. The reported problem was a user-induced single-event. In discordance to the user manual (refer to tango optimo user manual version 3.2, chapter a - precautions and notes, page a-5, "the external hard discs have to be switched off while running the tango optimo" ) the instrument in question was operated with a switched-on external harddrive connected to the application pc. The affected tango optimo was working according to its specifications.